Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient went to the emergency room after receiving shocks from this implantable cardioverter defibrillator (ICD). Interrogation of the device found that both anti-tachycardia pacing (atp) and shocks were delivered until therapy was exhausted. When the rhythm was initially detected, therapy was withheld as the rhythm ID algorithm classified the rhythm as correlated, indicating that the rhythm was classified as supraventricular tachycardia (svt). Once the sustained rate duration (srd) timed out, the device delivered therapy. The delivered therapy did not convert the rhythm. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance. A ts consultant discussed programming changes that could be made if the physician did not want therapy to be delivered. There is no atrial lead so it cannot be confirmed if this rhythm was an atrial arrhythmia or a true ventricular tachycardia. The device remains implanted and in service.